Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the crossfire console had a thermal event. The procedure was completed successfully with another tower.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: it has been reported by the customer that in a console crossfire 2, an electronic component of a plate exploded. The console was repaired. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be non conforming components on the power board. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the crossfire console had a thermal event. The procedure was completed successfully with another tower.